Event description:
It was reported that the ilet user experienced high blood glucose after breakfast and mentioned being advised by a trainer to announce a ¿small breakfast¿ to reduce glucose, which constituted an improper method of use. The scenario involved user interaction with the device user interface. The user was advised to wait for glucose to return to the target range before announcing or eating a meal and not to use meal announcements as a correction; adjustment of target range parameters was discussed per the healthcare provider¿s directive to avoid glucose below 150 mg/dl. Symptoms included hyperglycemia with a peak of 287 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to announcing meals to correct high glucose, consistent with improper or incorrect procedure or method, with the user interface implicated as the involved component. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.